Event description:
An unspecified sensor error message was reported with the Abbott Diabetes Care (ADC) device and customer was unable to obtain readings. No report of any symptoms but it was reported that the customer was hospitalized. However, treatment details were not specified as the customer refused to provide answers and disconnected from the call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.